Manufacturer narrative:
Pump received with intermittent button response due to corroded keypadtraces. Also received with moisture damage on motor assembly, lcd glassand lcd resilient cover during visual inspection. Pump received withcracked case at the display window corner, broken reservoir tube lip,missing reservoir tube o-ring, missing lcd window, cracked reservoirtube, cracked reservoir tube window and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 218 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.